Manufacturer narrative:
Additional information:concomitant medical products, device evaluated by MFR: plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported that the hemodialysis (hd) machine was powered on and a popping sound and burning smell from the power supply occurred. The machine was powered off and discolored wires from the power switch to power control board were found. Upon follow-up, the biomed it was confirmed that the wires were burned and discolored. There was no observation of any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned wires. The biomed stated that the machine has 8,289 hours and that the power supply board is the original fresenius part on the machine. The biomed stated that the power supply board and rocker switch were replaced, which resolved the machine issue. It was reported that the machine will undergo additional testing before being returned back into service. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed stated that the power supply board and rocker switch are available for return to the manufacturer for physical evaluation.